Event description:
During a pta to the external-common iliac artery, the balloon would not inflate. The balloon was withdrawn from the patient and was found to be ruptured. The target vessel contained mild calcification and vessel tortuosity, and was 90% stenosed. There were no reported patient complications. The product appeared perfect during pre-use inspection and no anomalies were noted during prep. As per the reporting affiliate, no additional patient or procedural details are available.